Manufacturer narrative:
Correction: the correct date of awareness was on november 07, 2025 not november 09, 2025 as previously reported.

Event description:
Per the clinic, the electrode array was incorrectly inserted and found to be placed outside the cochlea. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025 to undergo a revision surgery to reposition the electrode array. The electrode was taken out and inserted back through a cochleostomy. The implanted device remains.